Manufacturer narrative:
(B)(4). (B)(6). The device has been received and the evaluation is underway. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Event description:
A customer reported that the reservoir of their infusor elastomeric device ruptured during use. The drug(s) being administered to the patient were unknown. There was patient involvement; however, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the lot was manufactured from june 20, 2013 to june 24, 2013. Evaluation summary: visual inspection of the returned device found no evidence of rupture on the reservoir. A functional test was performed in which unit was filled with colored water and observed for issues. Again, no rupture (evidence by leakage from the bladder) was identified; however, leakage from the welded area of the volume indicator was identified. This leak is being captured and reported in report number 1416980-2014-23306. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.